Event description:
It was reported that the patient presented for follow-up. Suspected noise or emi interference was noted. The anomaly was unable to be reproduced with provocative testing. The lead remains implanted. Patient will be monitored and was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.